Event description:
It was reported that pump displayed malfunction alarm malf 12 with no notable events occurred before the issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, was advised that pump use could continue, and was instructed to call back if malfunction alarm occurred again.